Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test: passed. Pairing/download test with (B)(4) bluetooth device: passed. Perform share log review: pass-alleged txid was not used during issue date window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.